Event description:
Event description cpi received information that shortly after a mini implantable cardioverter defibrillator (ICD) was implanted with the chronic endotak transvenous defibrillation lead, the patient received an inappropriate shock in normal sinus rhythm that accelerated the rhythm to ventricular tachycardia. The patient's rhythm stabilized on its own. Testing found a decrease in lead impedance.